Manufacturer narrative:
B5 describe event or problem updated with additional information.

Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed. It was noted the patient had a small laa and discussion was held whether to continue. The physician decided to continue with the procedure and a 20mm watchman flx pro laa closure device and delivery system was selected. The closure device was deployed once, and it looked to be in a favorable position under fluoroscopy with no recaptures necessary. There was no leak, and the closure device was secure in the laa; however, the compression range was between 25% and 40%. The patient was taken back to recovery with no complications. It was noted that a pericardial effusion occurred sometime post procedure. Additionally, a few hours post procedure, the patient had an ischemic cardiac event causing st elevation, ventricular fibrillation and asystole. About 10:00 pm that evening, the patient passed away. The cause of death is unknown. It was further reported there was no air bubble or air embolism noted.

Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed. It was noted the patient had a small laa and discussion was held whether to continue. The physician decided to continue with the procedure and a 20mm watchman flx pro laa closure device and delivery system was selected. The closure device was deployed once, and it looked to be in a favorable position under fluoroscopy with no recaptures necessary. There was no leak, and the closure device was secure in the laa; however, the compression range was between 25% and 40%. The patient was taken back to recovery with no complications. It was noted that a pericardial effusion occurred sometime post procedure. Additionally, a few hours post procedure, the patient had an ischemic cardiac event causing st elevation, ventricular fibrillation and asystole. About 10:00 pm that evening, the patient passed away. The cause of death is unknown.